Event description:
Impella access location: femoral. Impella access side: unknown. Impella access type: percutaneous. Impella access vessel: artery. Source of date of death: explant date. Time of death: 03:00 survival outcome at explant: expired. Complaint procedure outcome: n/a. Complaint patient outcome: expired.

Manufacturer narrative:
Additional information received: b1, b2, b5, h1, and h6 updated based on information received from the clinical site.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a purge system open alarm. A leak was found in the purge disk. The pure system was replaced to continue patient support. No patient harm was reported.